Event description:
The customer reported to olympus, when the power is turned on for the visera pro video system center device, no image would appear. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and an image issue with the device was confirmed. The video connector contact had corrosion and the circuit board also had contact corrosion. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the cause of no image was due to a faulty circuit (dx) board. The specific root cause of faulty circuit board could not be determined at this time. Olympus will continue to monitor field performance for this device.